Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic nephrectomy, during dislodgement of the retroperitoneal cavity, the balloon did not inflate. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d3(MFR name and street1), d4(UDI), g3, h3, h6 correction: a3a was removed h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flapper valve button was broken and the door was inside the body of the device. The obturator, balloon and main valve seal and converter doors were intact. The inflation syringe was received. Functional testing noted that the valve doors moved properly and were fixed securely in place. The balloon could not be inflated due to the broken flapper door. It was reported that the balloon did not inflate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if excessive force was applied during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.